Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Case-(B)(4). The customer reported via phone call that emergency medical services was dispatched twice due to low blood glucose levels. The customer¿s wife reported on (B)(6) 2017 at 12:00 pm the customer¿s daughter was called and upon arriving to the house found the customer unconscious. The blood glucose value at the time was unknown. The customer had symptoms of hypoglycemia. The customer was treated for the low blood glucose level. The customer was wearing the pump at the time of the medical assistance. The customer declined to troubleshoot due to a past event. The customers current blood glucose level was unknown. The insulin pump will not be returned for analysis. Case-(B)(4). The customer¿s wife reported via phone call that emergency medical services was dispatched due to a low blood glucose on (B)(6) 2017 at 7:00 pm. The blood glucose value at the time was 26 mg/dl. The customer had symptoms of hypoglycemia. The customer was treated for the low blood glucose level. The customer was wearing the pump at the time of the medical assistance. The customer declined to troubleshoot due to a past event. The customers current blood glucose level was unknown. The insulin pump will not be returned for analysis.